Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, oversensing was found. Reprogramming was performed. X-ray was also performed to make sure the leads were in proper positions. There was no report of adverse consequence for the patient.